Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1217721. Medical device expiration date: 2023-08-31. Device manufacture date: 2021-08-05. Medical device lot #: 1194394. Medical device expiration date: 2023-07-31. Device manufacture date: 2021-07-13. Medical device lot #: 1194399. Medical device expiration date: 2023-07-31. Device manufacture date: 2021-07-13. Medical device lot #: 1194389. Medical device expiration date: 2023-07-31. Device manufacture date: 2021-07-13. Investigation summary: bd had not received samples, but one (1) video was provided for investigation. The video was reviewed and shows a urine cap/cup assembly being held in the hand and the cap being raised and lowered on the cup. The cap was still on the cup. The cap/cup assembly was not shown to be in the bag in the video prior to being held in the hand. For this product material # 364975, one hundred (100) cap/cup assemblies are placed in a bag and two bags are placed into a case and sent to an offsite sterilization facility where it is gamma sterilized. The cap is not an air or liquid tight barrier and a loose cap would not compromise the sterility on the inside of the cup. Based on a review of the device history record for the incident lots, all product specifications, requirements and sterilization release reviews for lot release were met. There were no related quality issues during manufacturing of the product. Although the provided video does show a loose cap, this complaint is unable to be confirmed for the indicated failure mode of loose urine cup caps, as this is not a defect. Bd was not able to identify a root cause for the indicated failure mode. Currently, this is the only complaint for each batch (1217721, 1194394, 1194399, 1194389) reported.

Event description:
It was reported when using the bd vacutainer® urine collection cup there was stopper creep out or loose closure. This event occurred 83 times. The following information was provided by the initial reporter. The customer stated: "the caps are loose."